Event description:
It was reported that the patient participated in a (B)(6) study of treatment for 1 or 2 level degenerative disc disease between l2 and s1. The patient was implanted with and alif spacer at level l4-l5 size. Patient was also implanted with an atb plate at l4 left screw, l4 right screw, l5 left screw, and right l5 screw with the atb plate. The patient had been experiencing pain for 42 months. This is event 5 of 5 for this report. This report is on the right screw at l5.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.